Manufacturer narrative:
The pump was received with blank display due to moisture damage on electronics assembly. The pump was received with moisture damage on motor, battery tube, vibrator and keypad assembly. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of a blank display form the insulin pump. The customer's blood glucose level was 373 mg/dl. The customer stated that he went to two football games and it rained. The customer stated that there is moisture in the pump and the pump is no longer working. The customer stated that there is fluid under the lcd display. The customer stated that there is a crack on the battery compartment. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.